Event description:
The water in the water chamber was "bubbling" and then the water from it shot up into the breathing tube and ran into the patient in the tube.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The failure was not reproductible. The root cause could be the water auto-feed mechanism defect to water level high alarm. In consequence the adult dual limb breathing set was replaced and the issue was solved. No information available after repair. There was no patient or user harm.